Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited low defibrillation impedance. No intervention was performed. There were no patient consequences.